Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device migration could not be determined. The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was chosen for a 24mm atrial septal defect (asd) closure using a 10f amplatzer trevisio intravascular delivery system. During procedure, the sizing was done by a 24mm sizing balloon and the device sat oddly when deployed the first time. The device was researched and delivered a second time. The stability test and tug test was performed with the complete interrogation by transesophageal echocardiogram (toe) probe. There was no leak noted around the lobe of the device. On routine follow up at 6 weeks, transthoracic echocardiogram (tte) showed the posterior end of the device was found to be sitting proud and the right atrial disc was on the left atrial side. The device shifted in position and it was felt that the device was at risk of embolization. On (B)(6) 2024, the device was surgically removed. The patient was reported stable.